Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms the data presented in the aged article, "the knee v21 2014 - the limited use of a tourniquet during total knee arthroplasty: a randomized controlled trial.¿ did not provide relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, the root cause of the reported dvt and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded, although dvts are a known potential post-operative complication. No further medical assessment is warranted at this time. Should additional information/ documentation become available, the clinical/medical task may be re-opened for further evaluation. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported in the publication "the knee v21 2014 - the limited use of a tourniquet during total knee arthroplasty: a randomized controlled trial". That the study were 60 patients bearing s&n genesis ii system, that took place, that a patient suffered from a symptomatic deep vein thrombosis (dvt) in the calf, post -operative.